Event description:
The customer reported that the pump quick bolus/wake button was difficult to press and often required multiple attempts to turn on the pump screen. There was no reported impact on the customer¿s blood glucose levels, as the customer declined to provide specific information. Technical support instructed the customer to ensure the pump was not connected to a power source and to press the button firmly using the tip of their finger, while supporting the pump from underneath. Customer pressed the wake button multiple times and the wake button performed as intended.